Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h6, h11. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to an olympus endoscopy account manager that the video system center couldn't get an image to remove the scope from a patient after a power surge. There were no reports of patient harm.

Manufacturer narrative:
In speaking with an olympus endoscopy account manager, the customer had stated that they were able to get an image and remove the scope from the patient. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.